Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. The doctor reported the patient is doing great.

Event description:
The following was reported to gore: the patient presented with complex vascular disease. The gore® acuseal vascular graft thrombosed approximately 30 days post-op. The doctor informed gore he does not intend to attempt a thrombectomy as the patient is very frail with blood pressure in the 60's.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. (B)(4). Although the patient had been diagnosed as hit (heparin induced thrombocytopenia) patient previously, the doctor reported to gore that the thrombosed graft was not a result of hit.